Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the blower motor failed to continuously run. The blower motor and flow sensor assembly were found to be heavily contaminated with dust. The blower motor and flow sensor assembly were replaced to address the issue.